Manufacturer narrative:
B5; additional information received: it was reported that a laparotomy for intestinal necrosis and tracheostomy were performed 4 days after the events were identified, but the outcome of the procedures is unknown. Film evaluation summary: the reported stent graft stenosis/occlusion was likely confirmed; however, the cause of the event could not be conclusively determined from the limited films available. Lack of procedural angiograms and complete post-implant cts did not allow for a thorough assessment of the stent graft's in vivo configuration. It is possible that the stent became compressed/collapsed due to false lumen compression and vessel tortuosity. The cause of the bowel ischemia/necrosis could not be determined from the limited films available, but is possibly related to the stent graft stenosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 200mm thoracic aortic dissection. It was reported 6 days post index procedure, intestinal ischemia was identified due to stenosis of the valiant captivia stent graft. Per the physician the cause of the ischemia and stenosis was due to the patient's vascular morphology. No additional clinical sequelae were provided, and the patient will be monitored.